Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-apr-25 rtg1034993 (hcp): information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid via an implantable pump for spinal pain. It was reported that the patient had their pump reprogrammed and the dose increased on (B)(6). The hcp mentioned that the patient fell and hit their head one week ago and experienced confusion and dizziness. The hcp stated that the patient was found yesterday with decreased responsiveness and shaking. The hcp stated that they had to administer narcan twice and the patient became temporarily arousable. The hcp stated that the patient was on a narcan drip. Contact information for the national answering service was provided to contact a local manufacturer representative.